Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin condition described as an allergic reaction to the lifevest. It was reported that the patient had developed blisters under the back therapy electrode pads. The patient went to see his physician who recommended creams to assist. The patient reported that the creams did not help so he decided to wear the device intermittently until he got better. Follow-up indicated that the condition had improved.